Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a hole in the pressure regulating balloon (prb). The perforation caused a fluid leak in the system, therefore, all components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. The balloon was visually examined and microscopically tested. A tear was identified in the balloon shell proximal to the sphere-adapter junction. The damage is consistent with tool/instrument damage; therefore, it is most probable this occurred during the implant procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The cuff and pump were inspected, and no anomalies were found with the components. Based on the information available and analysis results, the tear identified in the balloon could have caused or contributed to the reported clinical observation of fluid leak.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a hole in the pressure regulating balloon (prb). The perforation caused a fluid leak in the system, therefore, all components were removed and replaced. No patient complications were reported.